Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had multiple hyperglycemic episodes throughout the summer. The customer believes that her pump was having delivery issues yet it did not alarm with no delivery right away; it eventually did alarm no delivery once her blood glucose exceeded 400 mg/dl. The customer discovered a bent cannula when she changed that infusion set. She also confirmed that she has scar tissue and hardened tissue from having children. Troubleshooting could not be initiated since the customer was reporting on a past event and has since had the pump replaced. She mainly called for advice on how to store her pump during the hot summer months. The customer was advised to call the 24-hour helpline to troubleshoot any high blood glucose levels and to test her current pump. No products were returned and four infusion sets of two different brands were shipped to the customer.